Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - malta a47 industrial estate marsa, malta. Baxter healthcare - tunisia route de chebbaou 2021oued e tunis, tunisia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked; further described as "the lipid flow out on its own before pump was used". This was observed after priming to fill the filter with smof lipid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which revealed a leak. Due to the nature of the sample no further testing could be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.